Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges were leaking from the canister. Customer¿s blood glucose (bg) level was "high" with ketones; although specific value was not provided. The elevated bg was addressed by a correction bolus via the pump, a correction injection by manual insulin injection and changed out the cartridge to resolve the issue.